Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 57.5 and 82.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the benchmark was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that a benchmark 6f 071 delivery catheter (benchmark) was kinked upon removal from the packaging. The damage to the benchmark was found prior to use, and therefore it was not used in the procedure. The procedure was completed using a new benchmark.